Event description:
It was reported that during a prostate procedure the surgeon noted that the first fiber started cutting out after the surgeon had been lasing for a while, and the fiber was exchanged. The surgeon noted that the second fiber was firing straight from the tip, and this fiber was exchanged. Prior to use the third fiber appeared to have substance on firing end tip and was not used. The fourth fiber was noted to be firing from the fiber tip and the side. Additional information not provided. "No injury to patient" reported. This report is regarding the fourth fiber

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited white crystalline like substance on the output window and metal cap; the metal cap exhibited mild detritus build up; the output window was completely blocked with white crystalline like substance; during our hene testing of the beam quality through the fiber optic as received, the blockage of the cap/output window was causing the beam from hene laser fixture to disperse/diffuse; the cap condition as it was returned would exhibit decreased vaporization efficiency; the fiber optic connector appeared in good condition. Probable root cause: based on the product analysis results, the probable root cause of the failure is: undetermined.